Event description:
It was reported that a small pericardial effusion, high capture threshold, and decreased pacing lead impedance were observed. The lead was explanted and replaced without complications. Patient was in good condition post-procedure.

Manufacturer narrative:
UDI (di): (B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.